Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following a trial procedure the patient was experiencing strange sensation on the head and noticed an echo on hearing. The patient underwent an early lead pull.